Manufacturer narrative:
It was reported that the safety needle broke off into a patient. Reportedly, the broken safety needle piece was removed from the patient by a physician via an unspecified method. Despite multiple good faith attempts the reporting facility was unable or unwilling to provide additional patient, product, or procedural information to the manufacturer. It is unknown how the safety needle was being used at the time of the incident. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported need for medical intervention to remove the broken safety needle piece from the patient, this medwatch is being filed. If additional relevant information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the safety needle broke off into a patient.